Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a power failure on the insulin pump. The customer woke up with a blood glucose exceeding 400 mg/dl. The customer treated via manual insulin injection and changed their infusion site. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis. Unomedical set; frn-model unknown-reservoir.